Manufacturer narrative:
Investigation report: the information to enable further investigation, such as a kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible root cause is cross contamination.

Event description:
The customer reported false positive results with the ID now covid-19 assay on unknown dates with an unknown number of patients. Confirmation pcr testing (platform unknown) was performed which generated negative results. No additional information has been provided at this time regarding patient health status and outcome. A supplement report will be sent if / when new information is received from the customer.

Manufacturer narrative:
Additional information similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.